Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 16 (delivery request fail) occurred during the fill tubing step. The customer's blood glucose level was 248 mg/dl. Reportedly, the customer reloaded the cartridge to address the event and completed the fill process successfully.